Event description:
It was reported that at implant the lead exhibited poor sensing and unacceptable thresholds. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.